Event description:
Customer reported via phone call to have high blood glucose of 490 mg/dl, which was treated with a bolus delivery. Customer had symptoms of nausea, dry mouth, and rapid heart beat. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. Customer was advised to monitor blood glucose and to follow up with healthcare professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.